Event description:
It was reported that the procedure was to treat a perforation in the proximal ramus coronary artery. The 2.8x19 mm graftmaster covered stent was implanted at 16 atmospheres and the perforation was sealed. The graftmaster stent was expired at the time it was implanted. The device did not cause or contribute to adverse events or complications. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. It was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of 28-august-2020 with an expiration date (use by date) of 31-july-2022. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2022. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: note the product use by date specified on the package. It is likely the IFU deviation contributed to the reported event. Device code: (B)(4).